Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/26/2010 that a customer had an issue with catheter continuous flow. The customer reports they used the trellis on a patient with iliofemoral dvt. The case was completed successfully with no problems with the trellis device. Customer noted that later on the patient became confused and obtunded. They performed a CT scan and saw an intracranial hemorrhage. The patient expired the next day.